Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a scanner error during lasik treatment. The patient was reported as over corrected in the right eye following treatment. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During technical onsite visit after this event the field service engineer (fse) stated the customer had noted error previously but was able to restart system and continue. Logfile review shows that there were other occurrences of the error. So the fse decided to order scanner components and arranged time to change them. The scanner components were replaced and alignment of all components were performed. The system meets company specifications per service test procedure. The most likely root cause for the occurrence of scanner error message is a faulty scanner. The root cause for over correction could not be identified. (B)(4).